Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 2 years, 5 months. It was reported that the pump would not be returned for investigation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that low flow alarms occurred and the patient was admitted to the hospital on (B)(6) 2017. The patient was asymptomatic. A transthoracic echocardiogram showed a suboptimal position of the inflow cannula. X-ray images showed a change in the angle between pump and inflow cannula compared to former x-rays. A decision was made to exchange the pump on (B)(6) 2017. During the operation, the surgeon observed that the lvad was going through the diaphragm. Because of the abdominal issues, the patient left the or with a thorax aperture. Two days later, a temporary right ventricular assist device system was placed. The patient subsequently expired due to abdominal ischemia on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported event could not be conclusively determined. No x-ray images or CT scans were provided for analysis and the device was not returned for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.